Manufacturer narrative:
Report source: south korea. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient was programmed with two groups. Group a did not have adaptivestim enabled. Group b had adaptivestim with 10.10 for standing, 3.4 for lying on back, 7.8 for lying on left, and 7.7 for lying on right. The rest of the postures were skipped. It was reported that while laying on the back, and without using the controller, the stimulation parameters suddenly changed from 3.4 to 0. The ins was not turned off due to insufficient charging. Second, when the patient was lying down without moving, the ins recognized the patient as standing upright and changed the stimulation from 3.4 to 10.10. Third, the adaptivestim was not set for when the patient was moving but the ins recognized movement. Lastly, the rep deleted all program groups except group a which did not have adaptivestim enabled but it still changed stimulation by itself. No patient complications were reported as a result of this event. Additional information was received from the rep reporting that they turned the adaptivestim function off and stimulated manually. It seemed to be working well but the patient wanted to live with the function on, and claimed that the stimulation changed unexpectedly even when the function was turned off. No surgical interventions were performed. Ins replacement surgery has not yet been performed due to an insurance claim problem.